Event description:
It was reported that there was high pacing impedance, with the trend showing a gradual, steady rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead, (B)(6) 2012; 457445 implantable pacing lead, (B)(6) 2008.